Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited extracardiac stimulation. The malfunction could not be resolved by reprogramming attempts, so the lead was explanted and successfully replaced. The patient was stable.

Manufacturer narrative:
The reported event was phrenic nerve stimulation. As received, a complete lead was returned in one piece. Electrical testing and visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.